Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received a failed battery test alarm. Customer states after changing battery, he received a blank display screen then received a battery test error. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer did not received a failed battery test. Customer was advised to monitor insulin pump and battery cap will be sent. No further information provided.